Manufacturer narrative:
Additional information: g4, h3, h6 h6: patient codes-c64343 (surgical intervention required). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted a disengage anvil tip. It was reported that the staples did not form as expected and the physical appearance of the product was different than expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may be result of an anvil/ nose incorrect position, which was moved, altered, during incorrect instrument closure leading to incorrect ¿staple formation¿ as denoted by the staple found inside the anvil frame. Due to incorrect closure of the instrument, the anvil is moved toward the direction of the tip and subsequently advancing the anvil nose (tip was disengaged as received) that may lead to an anvil falling during clinical. This aligns with the replicate in which similar marks of the complaint nose tip were exhibited in a unit forced to close incorrectly. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the instrument should not be used on tissue such as liver or spleen where compressibility is such that closure of the instrument would be destructive. Tissue thickness should be carefully evaluated before firing any stapler. If the tissue can not comfortably compress to the specified minimum requirement, or compresses to less than this requirement, the tissue may be too thick or too thin for the selected staple size. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range for the selected staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an exploratory laparoscopic sigmoid colectomy, while using the device to divide the rectosigmoid and take the appendix, the extra staples fired that had not gone into tissue were noticed to have an irregular shape and some were unformed. When the device was examined it was seen that instead of seeing the channels that form and crimp the staples, the anvil only had a flat surface. There was no overt leaking or bleeding in the staple line but the surgeon reinforced the anastomosis with a new trans-abdominal staple line due to the malformed staples.